Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced reoccurring low blood glucose (bg) levels. The suspected reason for the low bg levels was that the basal rate settings possibly needed adjustments. Customer planned to discuss adjustments with their healthcare provider. Customer declined further assistance from tandem technical support and declined to provide additional information regarding the issue.